Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had error red screen. The pump was under delivering. Medication or therapy being infused. The hard reset repeated, removed and reinserted batteries fully. Alarm was ceased again when power button was pressed pump did not power on. The pump was power off and tubing was clamped. This event occurred during infusion at patient's home. The operator of the device was patient. There was patient involvement and no harm.